Event description:
Procedure type: wedge resection. According to the reporter: the stapler was difficult to load and then when fired, it deployed the knife but no staples were fired. This happened to the second reload which was used on a new stapler. The outline was oversewn leading to a bigger thoracotomy. The patient is fine and no other unanticipated issues arose due to this event.

Manufacturer narrative:
(B)(4).